Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient's daughter. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 3 days had affected knees (possibly her left knee) was very painful with swelling (left knee swelling and left knee pain) and prevented her from getting up and getting around. Also device malfunction was identified for the reported lot number. No medical history was provided. Patient had previously received synvisc-one in only one knee. Patient did not had any prosthetic device e.g. Prosthetic hp/knee, prosthetic valve, pacemaker and or defibrillator. Patient had no allergy history: avian proteins, feathers, or egg products. Patient had no history of diabetes, immune-compromise, infections and overall health was good and had good hygiene. Patient was not receiving any concomitant medications. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, dose, indication: not provided) in both knees. The attending orthopedist office informed the patient that the injections were not good. The patient went right home to her trailer after receiving these injections but on (B)(6) 2017, patient complained that one of her affected knees (possibly her left knee) was very painful with swelling like she never had before and which prevented her from getting up and getting around. No scale of pain could be provided by her daughter. As treatment, patient applied ice to the affected knee. The patient was to follow-up with her attending orthopedist on (B)(6) 2018. Corrective treatment: ice for affected knees (possibly her left knee) was very painful with swelling (left knee swelling and left knee pain) and not reported for prevented her from getting up and getting around outcome: not recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 2-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced left knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.